Event description:
It was reported that during a follow up of this device three years ago the device showed four years remaining. The patient was not seen for follow ups for three years and was admitted to the hospital due to a bradycardia. The device was checked at this time and showed that it had reached explant criteria since (B)(6) 2024 thus the device was explanted at the time the patient was admitted to the hospital. The device was alleged to have depleted prematurely. No additional adverse patient effects were reported. The device was expected to be returned.

Event description:
It was reported that during a follow up of this device three years ago the device showed four years remaining. The patient was not seen for follow ups for three years and was admitted to the hospital due to a bradycardia. The device was checked at this time and showed that it had reached explant criteria since (B)(6) 2024 thus the device was explanted at the time the patient was admitted to the hospital. The device was alleged to have depleted prematurely. No additional adverse patient effects were reported. The device was not returned despite efforts to obtain this information.